Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl. The customer declined troubleshooting. The customer was treated with threw injections for high blood glucose level. Customer's mother stated that the insulin pump was priming. Customer also stated that they could not access care link to upload. The insulin pump will not be returned for analysis.